Manufacturer narrative:
Continuation of d10: 5076-52 lead; implant date (B)(6) 2005; explant date (B)(6) 2024; 694765 lead; implant date (B)(6) 2009; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead displayed varying pacing impedance, high thresholds, and noise due to a suspected low voltage fracture. It was further reported that the left ventricular (lv) lead that was placed in the right ventricular (rv) pace/sense port of the device header had low pacing impedance and triggered lead integrity alerts (lias) due to sensing integrity counter (sic) and high-rate non-sustained episodes. The right atrial (ra) lead was explanted and replaced. The lv lead was switched back to the lv port in the device header and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.